Manufacturer narrative:
(B)(4). The customer reported that the monitor did not produce an audible alarm. No pt harm was reported. Pt harm/injury is possible should the user be unaware of a change in pt condition from the preconfigured parameters for this pt. Pt is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor did not produce an audible alarm. No pt harm was reported.